Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. The record relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: white calcification observed, on the device. Crease fold observed, on the device.

Event description:
Patient reported, rupture. The device has been explanted. The record relates to the left side.